Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00087. It was reported that the patient was not getting adequate therapy. As a result, surgical intervention occurred on (B)(6) 2021 and the leads were explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.